Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. Customer reported that the drive support cap was correct. Customer reported that the insulin pump was no dropped or bumped. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.